Event description:
After medical review, this non-serious report has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. This case was reported on (B)(6) 2012 by a physician - local reference (B)(4). A ptc (product technical complaint) has been initiated for this report: (B)(4). This case involves a (B)(6) female, treated with poly-l-lactic acid (sculptra) on (B)(6) 2008 (indication not reported). Poly-l-lactic acid was reconstituted with a 4 ml of water and 2 ml of 1% local anesthetic nos. Location of injections was not reported. On (B)(6) 2008, five days after injection with poly-l-lactic acid, this pt developed a hard lump on the right temple, which was believed to be a bruise only. In (B)(6) 2012, the pt presented with growth of nodules, which were not sore, but appeared to be increasing in size all over the face. They began to develop about three weeks earlier and seemed to be in line with the injecting method that was used initially (26 g 1/2 needle lines). Corrective treatment is unknown. The outcome and causality have not been reported. It was noted that from the pt's history perspective, the pt has had a number of malignancies during the past year or two. One in the bowel and the other in the thyroid for which she was treated with chemo therapy, 5-fu, other oral agents nos and surgery. A doctor on the advisory board for poly-l-lactic acid has suggested that there may be other malignancies that could be precipitating the nodules.

Manufacturer narrative:
Action taken: unknown. Corrective treatment: unknown. Outcome: unknown. Global ptc results are pending.